Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "end" of a non-dehp high flow rate extension set "broke off". The device was filled with propofol during an MRI (magnetic resonance imaging). The event occurred during use of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.